Event description:
It was reported that the pt has had an infection for a month and the healthcare professional thinks it is "attaching" to the implant. Further info was requested from the healthcare professional.